Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿+ pen needle insulin did not come out upon priming. The following information was provided by the initial reporter: insulin did not come out upon priming.

Manufacturer narrative:
H6: investigation summary one open 31g x 5mm pen needle sample and three photos were returned from lot. No. 1166157, cat. No. 320129. A clog test as per q-sop-183-dl was carried out on the returned sample and no issue was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that bd micro-fine¿+ pen needle insulin did not come out upon priming. The following information was provided by the initial reporter: insulin did not come out upon priming.